Event description:
It was reported that after performing pre-dilatation three times with three unspecified trek balloon dilatation catheters, without issue, a 3.5x8 xience v rx stent delivery system (sds) was advanced toward a heavily calcified lesion in the moderately tortuous left anterior descending coronary artery, but was unable to cross the lesion due to the heavy lesion calcification, and the xience v rx shaft was severely bent at approximately the center of the shaft, but still intact. The xience v rx was withdrawn against slight resistance. A 3.0x15 xience v rx sds was also advanced, failed to cross the lesion, and its proximal shaft separated; the separated shaft piece was withdrawn from the anatomy against resistance. A 2.5x15 xience v rx was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code (B)(4) - against resistance. The 3.5 x 08 mm rx xience v mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.